Manufacturer narrative:
This supplemental report is being submitted to provide additional initial reporter information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device history record (DHR) review. The DHR review of the involved device did not find any defects, nonconforming issue or any corrective action issues during the assembly build of the device. All records indicate the device was manufactured in accordance with all applicable procedures and final product release criteria.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problem was confirmed. The evaluation determined that the objective window cover glass was broken. A conclusive root cause was not determined.

Event description:
A user facility reported the problem of "it's dark" involving their ureterscope, model mr-6a. There was no report of patient injury or harm associated with the problem.